Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was received. Technical services (ts) was contacted, and after some investigation it was determined that the bd error was actually due to extended magnet application ending. The s-ICD was emitting tones as expected. Ts recommended bringing in the patient to clear the alert and to continue monitoring as usual. The s-ICD system remains in service. No adverse patient effects were reported.